Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee multipurpose system. The user reported a collision between the detector and the back of the table. There is no report of impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
D4: UDI is (B)(4). Siemens completed the investigation of the reported event. The investigation showed the initial reported event root cause is due to a user error. Apparently, the user wanted to familiarize himself with the system and went to various extreme positions. During the reported event in question, this meant that when the c-arm rotated, it finally, after some maneuvers, hit the table from behind and damaged the cover. Generally, after the initial collision, when the collision sensor has responded, the system displays relevant messages informing the operator about the collision sensor activation, its location and blocks all movements other than the opposite direction of the axis, which is used to move when the collision occurred. The behavior is integral part of the initial training, the instruction for use (IFU) contains adequate information generic and dedicated information for safety elements about the risks and the measures required to prevent these. According to logfile analyses the customer drove the system into a position near the table. Two seconds later he ran the detector onto the table. To resolve this situation, the easiest way would be to lift the detector and to solve the situation with an automatic movement. Another possibility would had been to lift the table away from the detector. In the given case the customer did not use one of the two resolutions to solve the situation. He did other movements, which did not solve the situation, but made it worse. Subsequently, the customer did a small movement in minus direction in override mode. The override mode is a special mode, where collision control is deactivated completely, and the operator must control the movements and possible collisions. Because some buttons must be pressed at the same time for the entire length of movement time, it is not possible to come in this override mode by mistake. There is also a warning, that collision control is deactivated, what is well described in the system IFU and part of the user training. Because of using the override mode, the collision control was completely deactivated and as consequence it was possible to destroy the cover just in this mode. After that the system was shut down and the service was called to solve the situation. Please note: in override mode, which is a special and specified mode for safety reasons, the user must take care to avoid possible collisions because the collision detection is switched off. Because of the above no system error has been detected and the failure can be determined as a user error.the affected cover has been exchanged by the local service organization. The error mentioned in the complaint has not again been reported since then. The incident did not result in serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected, since the corresponding probability according to the risk analysis is in the range of inconceivable. No further action is warranted at this time.